Manufacturer narrative:
Reported event: customer reported that parts fraying and splintering. Device evaluation and results: device evaluation was not performed and the bar extension assembly event was not confirmed. Device history review: review of the device history records indicate 40 devices were manufactured and accepted into final stock on 11/12/2016. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the leg positioner. There has been no other events for the referenced lot number. Conclusions: no product inspection could be completed due to the part not being returned. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
Parts fraying and splintering. Case type: tka. Per (B)(6), all 12 parts will be sent back by the end of this week ((B)(6) 2017). The trays were opened up during assembly and it was noticed that all 12 parts have issues with the carbon fiber splintering. The rep confirmed that pieces of the drape were stuck on the parts due to the carbon fiber splintering and the surgeon was concerned about sterility.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Parts fraying and splintering. Case type: tka. **update** per (B)(6), all 12 parts will be sent back by the end of this week (9/5/2017). The trays were opened up during assembly and it was noticed that all 12 parts have issues with the carbon fiber splintering. The rep confirmed that pieces of the drape were stuck on the parts due to the carbon fiber splintering and the surgeon was concerned about sterility.